Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery impedance trend rising. Recommended replacement time (rrt) was triggered on (B)(6) 2016. Daily battery trend data shows gradual rise of battery impedance. Early rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor reached recommended replacement time (rrt) / end of service (eos) prior to the expected longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.